Manufacturer narrative:
(B)(4).

Event description:
A volume discrepancy was reported. The actual residual volume was 5.6ml and the expected residual volume was 1.4ml. There was an audible alarm that was due to a low battery, and withdrawal symptoms of increased baseline spasticity and pain. The pt was being transitioned to management outside of the pump as the pump battery was nearing eol (end of life). The medication being delivered via the device was lioresal. Additional information has been requested, a f/u report will be sent if additional information becomes available.